Event description:
Information was received from the company representative regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump. It was reported that patient's pump and catheter were replaced. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the doctor told the company rep the day of the replacement that the patient had originally had a pump implant the previous year on (B)(6) 2024. The doctor reported that the surgical sites had become infected approximately a week afterwards. The original system was explanted, and a new system was implanted on (B)(6) 2025. Removal of the old system placed on (B)(6) 2024, and implantation of new system on (B)(6) 2025. The issue had resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.